Event description:
It was reported that the patient underwent a procedure where the implantable pulse generator (ipg) was repositioned. The ipg which was originally implanted above the right buttock, had been moved slightly toward the center of the spine, which had caused pain. Post operatively, the patient was doing well.